Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the reportable malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported scope communication error b30 during an inspection for use involving an olympus colonovideoscope .there was no patient involvement.